Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (atrial perforation-asd), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd (atrial perforation) was likely related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip devices referenced in b5 are filed under a separate manufacturer report number.

Event description:
This is filed to report the atrial septal defect. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 3-4. Two clips were implanted successfully reducing mr to 1; however, the second clip (90627u141) detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 3-4 and a tear was noted on the anterior leaflet. To stabilize the slda clip and to further reduce mr, a third clip (90627u138) was advanced, however, the clip got caught on chordae and the chordae ruptured. The third clip was implanted, however mr remained 3-4. It was observed that the oxygen saturation dropped; thus, a closure device was used to close the asd, stabilizing the patient. After being stable, the patient developed acute renal failure and was taken off life support. On (B)(6) 2019, the patient died. No additional information was provided.